Event description:
The customer reported that during performance verification testing, the power fail test alarm failed to alarmed for two minutes. The customer reported there was no patient involvement.